Event description:
Procedure: inguinal hernia repair. According to the reporter: the balloon would not inflate when in the patient but would inflate outside the body. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as fine. The device will not be returned for investigation, it was discarded by the customer.

Manufacturer narrative:
(B)(4).